Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor glucose discrepancy. Their current blood glucose value was 413 mg/dl while the current sensor glucose value was 230 mg/dl. The blood glucose value and sensor glucose value was not within acceptable range. It was found in troubleshooting that the placement was the issue. The customer was advised to monitor and call back if they need to. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.